Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No additional information is expected. (B)(4).

Event description:
A nurse reported that in between surgeries when the energy counter was being reset the system froze and the touchscreen became nonresponsive. She stated they could not turn the system off using the on / off switch or the main power switch. The system was able to be restarted by holding down the on / off switch for a couple seconds. The surgical program was able to be completed with no other issues. There was no patient involved in this event. No additional information is expected.